Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) displayed high shock impedance measurements greater than 125 ohms in the triad configuration as well as coil-to-coil configuration. The shock impedance measurement in the coil-to-can configuration was 53 ohms. Technical services (ts) discussed that this could indicate a possible connection issue. Ts indicated that an x-ray may be able to confirm a proper connection and lead integrity. Ts also discussed programming options that may mitigate the issue. No adverse patient effects were reported. Additional information indicated that an x-ray was not performed. The device was reprogrammed rv coil-to-can and impedence measurements are stable.